Manufacturer narrative:
Additional information was provided and reports the patient is healing and better; however, recovery is slower. Doctor commented that the patient's slower recovery could be due to the reported event of shimmery dots on the lens resulting in the lens explant. Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaint was received from this production order. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: exact date unknown, not provided. Best estimate is between (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor noticed "shimmery tiny dots" on both anterior and posterior surface of the implanted intraocular lens in the patient's left eye. There were several lines in linear pattern, this one looked dense. Despite best corrected visual acuity (bcva) of 20/25, patient said vision was blurry. Conducted iol exchange on (B)(6) 2019 with same power again and now patient happier, but still some remaining edema from the exchange. No further information was provided.